Manufacturer narrative:
The problem was found by fse on site for maintenance. The lcd screen has taken a hit, the customer wants to order a new one for replacement. There is no patient and user impact, and customer don¿t know if it is in clinical use or not when the lcd screen was hit. A new 453564488961 dfm100 display assy was replaced to solve the issue. Based on the information available and results of additional analysis, no further action is necessary at this time. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
This report is based on information provided by philips field service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator monitor indicating the customer wants to order a new lcd screen. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the customer wants to order a new one for replacement as the lcd screen took a blow, patient involvement information is currently unknown, but no reported patient or user harm. Additional information has been requested. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The problem was found by fse on site for maintenance. The lcd screen has taken a hit, the customer wants to order a new one for replacement. There is no patient and user impact and customer don¿t know if it is in clinical use or not when the lcd screen was hit. A new 453564488961 dfm100 display assy was replaced to solve the issue. This dfm100 display assy 2.1 (defective s/n: (B)(6) was returned. The lcd showed damage at power-up. This display assembly ¿ lcd cracked glass. The reported problem was determined to be due to a component failure. The root cause of the component failure could not be determined. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
This report is based on information provided by philips field service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator monitor indicating the customer wants to order a new lcd screen. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.